Event description:
During an angiography procedure conducted in the cath lab, while injecting contrast with an oz (tm) hand injection device, the female hub of merit's high pressure injection tubing cracked and leaked contrast. There was no reported pt harm or injury as a result of this event.

Manufacturer narrative:
The suspect device involved in the reported incident was returned to merit medical for evaluation. Visual examination of the returned device confirmed that the female luer fitting had cracked. Helical scratches on the inside of the luer fitting and deformation were observed. In addition, several white stress marks were observed on the cracked hub. Dimensional specifications of the hub could not be confirmed due to the cracks on the device nor could the mating male part be measured; it was not returned. This damage is consistent with over-tightening during procedural set-up. The device history record for this lot was reviewed and no specification deviations were noted that could be related to this event. Merit's complaint database was reviewed and one other complaint has been reported for this lot of tubing. This complaint was not related to this failure mode. Merit monitors events of this type and has concluded that the event is unusual and its occurrence is rare. Eval method: actual device involved in the incident was evaluated. Visual examination. Results: hub, pressure tubing. Conclusion: device failure occurred and was related to event. Device failure related to user handling. User-interface caused event.